Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) "caused damage to the lower part of the heart". The implantable pulse generator (ipg) was explanted and upgraded to an implantable cardiac resynchronization therapy defibrillator. No further patient complications have been reported as a result of this event.